Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: la8033, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 16-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient's therapy felt like it would suddenly stop working. There were no environmental, external, or patient factors that may have led or contributed to the issue. An impedance check was performed and showed electrode 3, 50. The pa tient was programmed around the electrode. It was unknown if the issue was resolved.